Event description:
The patient reportedly expired (B)(6) 2019 and there is currently no reported allegation of wrongful death. Per the certification of death: "thrombosis left pulmonary artery" with "other significant conditions contributing to death but not resulting in the underlying cause: arteriosclerotic cardiovascular disease". Per a medical opinion re: computed tomography (CT) scan dated (B)(6) 2017: "ivc filter is infrarenal in position. The anterior lateral filter strut is seen piercing the corresponding wall of ivc (9.70mm) is seen impinging the duodenal wall anteriorly. The posterior lateral strut is seen piercing the corresponding wall of ivc (11.66mm) the posterior medial filter strut is seen piercing the corresponding wall of ivc (11.95mm). The anterior medial strut is seen piercing the corresponding wall of ivc (11.66mm). There is posterior medial tilt of the ivc filter (26.72 deg). No ivc filter fracture noted". Per a computed tomography angiogram (cta) abdomen: "the major vascular branches are grossly patent". "Impression: 1. Inferior vena cava filter is tilted medially by approximately 13 degrees and contains a small burden of clot".

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: filter thrombus. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. (B)(4) in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: a2, a4, b1, b5, b6, b7, d1, d4, g5, h4, h6 (patient and device codes), h10 (investigation) investigation: investigation is reopened due to additional information provided. The following allegations have been investigated: vena cava/organ perforation, embedment, tilt, chest/back pain, depression. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported chest/back pain, depression are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, there are noother complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right femoral vein due to pulmonary embolism (pe) and deep vein thrombosis (dvt). Patient is alleging device tilt, vena cava and organ perforation. Patient notes and further alleges experiencing "chest and back pains", and depression. Per the (B)(6) 2018 computed tomography (CT) abdomen and pelvis with contrast: "there is an ivc filter in place which is tilted to the left, with the tip projecting just outside the wall of the ivc medially consistent with tissue embedment. No strut fracture is identified. There is ivc perforation of 3 of the 4 lower struts at the 2 o'clock, 4 o'clock and 7 o'clock positions. The 4 o'clock strut is adjacent t to right lumbar artery on axial image number 45. The 2 o'clock lesion is in proximity to the aorta with no perforation or collection. No ivc stenosis identified".

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. PMA/510(k) k172557. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2013. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Corrections: d4 (model #): additional information: b2, b5, b6, h1, h6 (annex e, f, a). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: death, pulmonary embolism (pe), deep vein thrombosis (dvt), leg pain. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported leg pain and death are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received which alleges the following: an anterolateral strut is seen abutting the bowel loop; a large occlusive pulmonary emboli was found which caused chest pain. Patient's cause of death was a thrombus in the left pulmonary artery; a CT scan from (B)(6) 2017 shows a tilted ivc filter containing a clot. Autopsy also revealed blood clots in the filter. Patient was also diagnosed with dvt which caused leg pain.